Manufacturer narrative:
(B)(4). Per the authors: "no patient was capable of accurately reporting the type and brand of the hyaluronic acid injected." Device labeling: precautions for use - as a matter of general principle, injection of a medical device is associated with a risk of infection.

Event description:
In the article "infectious cellulitis of the face complicating injection for aesthetic nasolabial sulcus by hyaluronic acid: about seven cases"; annals of aesthetic plastic surgery, the authors describe a case study involving a patient that developed bacterial cellulitis of the face, including the eyelid, 3 months after injection in the nasolabial sulcus with a hyaluronic acid dermal filler. Surgical incision and drainage was required to treat the patient, with additional antibiotic therapy comprised of: an initial high dose intravenous treatment with "amoxicillin and clavulanic acid" for 72 hours followed by an oral prescription for eight days. Patient was left with "slight asymmetries" after treatment.